Event description:
It was reported that on (b)(6) 2026, a 19mm Epic Plus Supra Valve and 27mm Epic Plus Mitral Valve were implanted in the patient for double valve replacement (DVR) procedure. On (b)(6) 2026, the patient presented with breathless & nauseous. After the echocardiogram, it was noted that both the valves have leaflet tears. A redo-surgery was performed on (b)(6) 2026 with 19mm Epic Plus Supra Valve and 27mm Epic Plus Mitral Valve. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.